Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. Examination of the lead found the helix retracted and was clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The cause of the reported event was due to dried body fluids in the helix housing.

Event description:
Prior to the implant procedure, the helix of the right atrial (ra) lead could not extend. The lead was replaced to resolve the event. The patient was stable.